Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgery occurred on an unknown date to explant the ipg, which addressed the issue.